Event description:
It was reported that PICC is inserted on (B)(6) 2021. The incident occurred after usage. Split is horizontal on the catheter directly in front of the hub (tapered section). Leak is evident when flushing the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 5fr d/l powerpicc solo catheter. Usage residues were observed throughout the sample. A permanent kink impression was observed just distal of the molded joint. A longitudinally aligned split was observed at one corner of the kink impression. Attempts to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, when flushing the purple-luered lumen, a leak was observed emanating from the split. The sample kinked preferentially at the site of the kink impression during manual manipulation. Microscopic inspection of the split revealed a dully granular fracture surface. Material buckling, surface wear and discoloration were observed in the vicinity of the kink impression. The split features were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which placement, usage and mechanical factors may gradually form a crack in the catheter. The location of the damage suggested that catheter securement and maintenance techniques likely contributed. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reeu1421 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that PICC is inserted on (B)(6) 2021. The incident occurred after usage. Split is horizontal on the catheter directly in front of the hub (tapered section). Leak is evident when flushing the catheter. No other information was provided.